Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient presented with endophthalmitis after a procedure. This is the first of two files. Additional information has been requested.

Manufacturer narrative:
Additional information: the clinical analyst has reviewed this file and stated the following: ¿the customer reported two cases of endophthalmitis. The customer is not sure as to what the suspect product would be. The customer agreed to complete a questionnaire to provide the system serial number and cassette pack lot number. The information requested has not been received to date." There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the caused or contributed to this reported event of endophthalmitis.¿ custom pak:the lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. Without a sample, it is not possible to isolate the root cause. System pak: this is the first complaint reported for this finished goods consumable lot review of the device history record (DHR) indicates the order was built to specification. The customer did not return a sample. The root cause of the customer's complaint could not be established as a sample was not returned. Without a sample, it is not possible to isolate the root cause. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. There is no information to suggest that the system experienced any malfunction that would lead to the reported event. (B)(4).